Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The biomedical engineer evaluated the iabp and replaced the pneumatic module. The manifold test passed, and the unit was returned for clinical use. The biomedical engineer disposed of the old pneumatic module and it is unavailable for return.

Event description:
It was reported the during service/test performed by the biomedical engineer, the cardiosave intra-aortic balloon pump (iabp) failed the manifold tests. No patient was involved during this event. No adverse event was reported.